Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient reported to experience a single episode of dizziness which occurred after the initial lvad alarm went off at home. Log files submitted confirmed two low flow events in which appear to be physiological in nature as the pump is performing as expected with set parameters. The patient was admitted on (B)(6) 2018; upon admission the patient¿s orthostatic blood pressure was unremarkable. On (B)(6) 2018, low flow alarm was observed on their system controller while going from sitting to standing position however map was stable at 67. Patient continued to have low flow alarms, noted when moving from sitting to standing position. The patient received 250 cc of intravenous (IV) bolus and about 1 l of oral fluids. Diagnostic CT and rhc were obtained in (B)(6) 2017. CT reported that the cannula is properly positioned and no apparent thrombus observed; however the patient could potentially have a dynamic lv/small lv when dehydrated which potentially leads to suction causing the low flows and relative hemolysis. The right heart catherization (rhc) on (B)(6) 2017 revealed decreased cardiac output from rv failure. During the current hospitalization, given the patient¿s positive orthostats, a cortisol level was ordered along with endocrine consult to evaluate secondary adrenal insufficiency. The patient is not considered malnourished at the present time as percutaneous endoscopic gastrostomy (peg) tube was discontinued in (B)(6) 2017. As of (B)(6) 2018 2:55 pm, the inpatient team is awaiting a response from endocrinology to asses if the low flows are mediated by the patient¿s cortisol levels.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented to the emergency department with persistent low flow alarms on their system controller. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and reported multiple low flow events, however there were no other unusual events observed in the event history and the pump appeared to be maintaining within set pump parameters as intended. The patient¿s low flows were initially attributed to volume depletion in setting of being malnourished in general as well as decreased oral intake. The low flow alarms would resolve with fluids. However, lactate dehydrogenase (ldh) increased and there was a concern for pump thrombus. A cardiac CT was performed on (B)(6) 2017 and there was no apparent thrombus, and the cannula was properly positioned, however the patient remains inpatient. No additional information was provided.